Manufacturer narrative:
The device was returned; however, evaluation was not done at the time of this report. A supplement report will be submitted once evaluation is complete. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope had vertical stripe noise when bent to the left. There was enough noise the subject could not be identified. The issue occurred during a therapeutic laparoscopic appendectomy procedure. There were no problems with the scope in previous procedure. A pre-use inspection was done. There was no delay and the procedure was completed with the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the image sensor cable was disconnected / short-circuited, the light guide connector was deformed, the scope connector universal cord was scratched, and the video connector and video connector case were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the noisy image was due to the image sensor unit cable being kinked at the bending section. It¿s probable the image sensor unit cable was kinked due to repeated angulation operations or excessive angulation operation. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.